Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The carrier tube and hemostasis sheath were fully mated and fully rear locked and the tubing had been cut. The suture spool was examined and was found to have been fully deployed. No other damage or issues were identified. The complaint was confirmed for a potential deployment issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk (hbrt).

Event description:
Terumo medical corporation received the reported information. Shuttling occurred and the anchor and collagen slipped into the artery together. The angio-seal device was used during percutaneous coronary intervention (pci). After positioning the insertion sheath as usual, the device was inserted into the insertion sheath. After deploying the anchor, the device was attempted to be locked by being pulled. However, the device did not lock and was almost removed from the insertion sheath. The device was inserted and pulled again; however, the device was still almost removed. The device was then removed from the patient by cutting the insertion sheath under the insertion sheath cap. Since quite a portion of the tamper tube was found to be inserted into the patient's body, the tamper tube was removed, and the suture was pulled to apply tension. Hemostasis was observed when tension was maintained; however, bleeding was observed when tension was loosened. Since this condition persisted, it was determined that the anchor and the collagen sponge were likely to adhere to each other in the vessel. Manual compression was applied, and the physician consulted with a surgeon simultaneously. The surgeon decided to suture the anchor and the collagen sponge together to the vessel wall using nylon thread. Then, it was thoroughly confirmed that hemostasis had been achieved by suture, and the operation was completed. One day passed with no significant change in the patient's condition. Therefore, observation continued. No adverse events have occurred thus far. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal. A dissection occurred. The patient was stable. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. Additional information was received on 23sep2025: the patient's current condition was unknown.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.